Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 454mg/dl. The nurse stated that the customer is drowsy and troubleshooting could not be performed. Advised the nurse to call us back when the customer is more coherent. No further info was provided.